Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple unidentified cartridge alarms. The customer had reverted to using another method to manage diabetes. There was no reported impact to the customer's blood glucose level. Although requested, no additional information regarding the event or device was provided.